Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. B3: date of event updated.

Event description:
No additional medical intervention was required.

Event description:
It was reported that on an unknown date in (B)(6)2023, during intra-op when inserting a suprapatellar sleeve and trocar, the trocar was nearly impossible to remove from the trocar, and when it was removed the inner metal sleeve of the trocar came out rendering it unusable. It was unclear whether the issues were cause by the sleeve or the trocar, so both were set aside and new supplies were opened. There was no surgical delay. The action was taken as trocar and sleeve were removed and replaced with new products. Procedure was completed successfully. There were no fragments generated. There was no patient consequences. This report is for one (1) trocar / long for nails ø 8-11mm / sterile this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1: additional patient identifier (B)(6) d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: device history record (DHR) review conducted: part:03.043.008s lot:10344757 manufacturing site: werk selzach supplier: gemü gmbh release to warehouse date: 05 may 2023 expiration date:31 dec 2027 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.